Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the customer's blood sugars have been running high all day. Customer's blood glucose was 193 mg/dl, 242 mg/dl, 259 mg/dl, 217 mg/dl, and then 200 mg/dl. Customer was not feeling good. Caller stated that the customer had a back-up plan. Customer treated with the pump. Caller stated that there were no air bubbles and the insulin exited the tubing during manual prime. Customer's settings were correct. Customer's blood glucose went down to 191 mg/dl. Customer did not have a tubing clamp. Caller was advised to do a set change and call back when they receive the tubing clamps. Customer also had high blood glucose of 473 mg/dl. Customer treated with the pen. Customer stated that he did not feel good. Customer was advised to monitor his blood glucose and if his blood glucose rises, he should change out the entire set or revert to a back-up plan.